Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Surgeon reports that the rasps are clearly ¿worn out¿ and the rasp holders no longer hold them properly. During this procedure, surgeon had great difficulty removing the rasp from the patient's femoral shaft, as it was no longer held properly by the rasp holder, which significantly complicated the procedure.